Event description:
It was reported that the patient's lead impedance measurements were all greater than 4,000 ohms in recovery. It was noted that the lead impedance measurements were all within range in the operating room. Further information is being requested from hcp.